Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the unit was giving error message, "hardware full" when it was not full because images can still be saved. Review of system logfiles confirms the malfunction. Upon troubleshooting, fse checked log files of the system which had delete patients and possible image drive issue. Fse replaced the image drives, recreated the image store and advised to replace pc if happens again. After the replacement of 2 new image drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the customer received a storage full error message. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.